Event description:
It was reported that the ilet user changed pump supplies and subsequently received an insulin change alert; during the call, the user was guided to disconnect, perform the change cartridge and tubing steps, complete the fill until drops were observed, and verify the cartridge install date in history, which updated appropriately. There were no reported adverse clinical effects. Outcomes included restoration of expected pump operation without medical intervention. Investigation included remote troubleshooting and user education on correct supply change procedures. Investigation of this case revealed use error related to incorrect supply change steps, with resolution after proper priming and confirmation of cartridge installation; no device or component malfunction was identified. It was concluded, based on previously established findings for similar reports, that the cause was user technique during cartridge and tubing change.